Manufacturer narrative:
We were notified that this lead was capped and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 48 months after the implantation the measurements of pacing impedance increased from 1000 to 3000 ohms and the threshold was elevated. Lead revision was considered. According to the latest information the revision has not taken place, yet.